Event description:
The customer reported the generation of erroneously high ion-selective electrolytes (ise) patient results, including sodium and chloride, on their au5800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient data or demographics.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer and identified that the ise tubing was due to replacement. The probable case was attributed to use error as the customer did not replace the tubing as part of quarterly maintenance. The fse replaced ise tubing to resolve the issue. System performance was verified and the customer was satisfied. Section a2, a4 and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).